Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements. Which was suspected to be caused by calcification. Isometric testing was performed and no noise was observed. Troubleshooting options were discussed and recommended. Reprogramming settings were performed. Subsequently, a revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements. Which was suspected to be caused by calcification. Isometric testing was performed and no noise was observed. Troubleshooting options were discussed and recommended. Reprogramming settings were performed. At this time the lv lead remains in service. No adverse patient effects were reported.